Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the trial patient didn¿t feel the stimulation currently and the patient had alzheimer¿s and dementia. The trial had been going on for 3 weeks and during the first week the patient had to force urine out even though their problem was urgency and frequency. It was noted that the patient no longer had to force urine out and the issue seemed to be resolved. The patient knew the therapy was working to relieve some of the urgency and frequency issues but they were concerned that they didn¿t feel stimulation. It was reported that they turned the amplitude up to 6v from 3v over the weekend and the patient still did not feel the stimulation. The patient also had a piece of silver wire sticking out from their back that was not present before. It was noted that the issue was unresolved at the time.